Manufacturer narrative:
Device is combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-03275. It was reported that stent thrombosis, restenosis, myocardial infarction and cardiac arrest occurred. The patient had a 2.5x8mm taxus express2 implanted in the left anterior descending (lad) artery and a 2.5x8mm taxus express2 stent implanted in the diagonal. Nine years later the patient experienced st elevation myocardial infarction and cardiac arrest. Angiography revealed severe thrombosis, timi 1 flow in the lad and severe thrombus and in-stent stenosis, timi 0 to 1 flow in the diagonal. A non-bsc guidewire was advanced in the diagonal branch. Angioplasty of the diagonal was carried out using a 2.5x10mm balloon at 8atm. Flow was established in the diagonal branch. A different non-bsc guidewire was advanced in the lad and the same 2.5x10mm balloon was placed in the lad inflated to 10atm. Flow was established. Next cutting balloon atherectomy was carried out in the diagonal using a 2.0x10mm cutting balloon to 5 atm and 10 atm. Then a non-bsc balloon was placed in the diagonal branch for post stent dilation to 10atm. Next a 3.0x8mm non-bsc balloon was placed in the lad and inflated to 12atm. Ivus was performed in the lad revealing the stent to be reasonably well deployed. There were some eccentric plaquing beyond the distal stent edge. The proximal stent in the lad appeared less well apposed. Therefore a 3.5x8mm non-bsc balloon was placed in the lad and post stent dilation to 12 atm was carried out. Excellent results noted. Final angiography was then performed. Timi flow grade iii maintained. The patient did well, no complications noted. Medications received included integrilin and effient. The patient was transferred to the ccu in stable condition.